Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for lead repositioning to address high capture threshold. Declined sensing amplitude was observed since implant. The physician had some difficulty retracting the helix but was unable to advance the helix for repositioning. The lead was explanted and replaced. No adverse consequences were reported.